Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the total parenteral nutrition infusion (94.8ml total volume) , running at 3.5ml/hr, completed in 12 hours instead of 24 hours. Medication was programmed via guardrails. The event involved a neonate patient, the patient had oxygen desaturation however improved without any medication interventions.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of total parenteral nutrition was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date and time of 25 june 2024. The event time was not reported. On 25 june 2024 at 5:02 pm, the pump module alarmed for ¿flo stop open¿ for twenty (20) seconds and went in idle state. At 6:25 pm, the user selected guardrails IV drugs and programmed a primary infusion of ¿total parenteral nutrition¿ for a drugid=214 with a rate of 3.5ml/hr and a volume to be infused (vtbi) of 200ml. The infusion was started. Between 6:26 pm and 8:03 pm, the pump module alarmed two times for ¿occluded patient side¿. The infusion was restarted after every alarm. On (B)(6) 2024, between 7:41 am and 1:11 pm, the pump alarmed one time for ¿occluded patient side¿, fifteen times for ¿air in line¿, one time for ¿door open¿, one time for ¿check IV set¿ and one time for ¿flow stop open¿. At 1:12 pm, the pump module was channeled off and the pcu was powered off. No further infusions were noted on this day. The total primary volume infused for the primary infusions was calculated to be 64.672ml it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the total parenteral nutrition infusion (94.8ml total volume) , running at 3.5ml/hr, completed in 12 hours instead of 24 hours. Medication was programmed via guardrails. The event involved a neonate patient, the patient had oxygen desaturation however improved without any medication interventions.